Event description:
Pt underwent a vaginal mesh repair with uphold, pinnacle, and align sling (B)(4) with immediate pelvic pain, which has persisted x one yr and will now require surgical removal. Initial surgery done at a different hospital (B)(6). She has chronic pelvic pain and pain with six. I will be removing part of this mesh in future, and anticipate only partial recovery of symptoms from pt. In my experience, these complications occur mostly when anterior and posterior mesh are done together. Reason for use: pelvic organprolapse.